Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause.the failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had "consistent occlusions," which was clarified during baxter's evaluation as false upstream occlusions. It was also reported there was no patient injury.